Manufacturer narrative:
Concomitant product(s). Model: fr995-21, freestyle bioprosthesis tissue valve; implanted: (B)(6)2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was conducted with the local field representative and they were able to verify that there was no reprogramming completed at this time, as the physician felt there was no device system issue and chose to adjust the patient's medications. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.